Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Upon inspection, the fse found that there was problem with host pc backup battery. The fse replaced the host pc backup battery. After that the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system does not complete the startup process. The start key of the review module is green, but the monitors are all blank. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the host pc backup battery. The fse replaced the host pc backup battery and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.